Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis in a homechoice patient (hp). On an unknown date the hp experienced peritonitis. The hp was hospitalized on (B)(6) 2012 and discharged (B)(6) 2012. The cause of peritonitis was the hp dropped catheter in toilet. On (B)(6) 2012, the peritoneal dialysis registered nurse (pdrn) provided additional information. The pdrn confirmed the peritonitis. The hp was treated with fortaz (dose, route and frequency not reported). Product surveillance spoke to the pdrn on (B)(4) 2012 to clarify the cause of this event. The pdrn stated that the hp was still connected at the time of the contamination. The hp had gotten up to use the restroom and the line accidently dropped in the toilet. It was unclear if it was the patient line or the transfer set that was contaminated. The hp wiped the lines down with alcohol, but did not disconnect and start over with new supplies. The causative organism of the peritonitis was klebsiella and the pdrn believed that the accidental dropping of the line into the toilet was the cause of the peritonitis. The hp has been retrained in proper aseptic technique and has recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.